Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc and backplane were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was locking up and would not allow fluoroscopic exposures. No patient serious injury or death was reported related to this event.